Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which the customer reported leaked during patient infusion of an unknown solution. There was no drug exposure to the patient and healthcare provider. There was no physical damaged noted. There was patient involvement, however, no harm was reported as a consequence of this event. This is report two of two.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it it not yet received. Section e1 - (B)(6).

Manufacturer narrative:
One used device was returned on 12/15/24 for evaluation. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 10 ml at 400 ml/hr as infused per procedure was performed. The set was leak tested per product specification. No leak was observed. The lot review showed a complaint from the same lot with cassette warpage.